Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unresponsive. There was no patient involvement, as the pump was being used for demonstration purposes and was not being used for insulin therapy at the time of the event. The customer connected the pump to a power source and the pump turned on.